Event description:
Patient had st. Jude dual chamber ICD for which he underwent a lead replacement. During the procedure he developed bradycardia and a decrease in his blood pressure. His hemoglobin was stable. Dates of use: (B)(6) 2008 - (B)(6) 2017. Diagnosis or reason for use: ischemic cardiomyopathy. Is the product compounded: no. Is the product over-the-counter: no.